Manufacturer narrative:
The k2 insertion kit (gloves, bzk wipe, collection bag, underpad, lubricating jelly) was also in use but the m14 catheter is the most relevant suspect device.

Manufacturer narrative:
Limited information about the event was available. Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Intermittent catheter patient (user) said she is currently being treated for a urinary tract infection (uti) concurrent with catheter and insertion kit (gloves, bzk wipe, collection bag, lubricating jelly) use.

Manufacturer narrative:
The m14 catheter is most relevant to the device problem.